Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late.

Event description:
Patient reported for left side "palpable lump in left breast is prominent glandular tissue showing no aggressive features", "fluid and snow storm appearance around the periphery of the implant and appearance are consistent with rupture of the implant". The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photos identified red particle materials in the shell and an opening. It is not possible to verify the lot number due to the position of the device in the photo. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.   Corrected data: h.6., h.10.

Event description:
Patient reported for left side "palpable lump in left breast is prominent glandular tissue showing no aggressive features", "fluid and snow storm appearance around the periphery of the implant and appearance are consistent with rupture of the implant". The device has been explanted. Healthcare professional reported "ruptured implant" "lump", "pain".

Event description:
Patient reported for left side "palpable lump in left breast is prominent glandular tissue showing no aggressive features", "fluid and snow storm appearance around the periphery of the implant and appearance are consistent with rupture of the implant". The device has been explanted. Healthcare professional reported "ruptured implant" "lump", "pain".